Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed cracked to both right plunger case, bottom case and battery door. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was not duplicated. An accuracy test and syringe delivery were performed multiple times with different volume and time, which passed as the device operated as programmed. A rattling sound and cracked battery door were found at time of inspection. The cause of the inaccurate delivery was unknown however the rattling noise was due to customer use. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was delivering the wrong dose of medications. Something was loose inside. The battery was door broken. Patient involvement is unknown.